Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. Device manufacturing date is unavailable at this time. No parts have been received by the manufacturer for evaluation. No parts returned for analysis.

Event description:
A site representative reported that while outside of a procedure, the casters were broken on the navigation system due to a broken axel. There was no patient present when this issue was observed. No additional information was provided.

Manufacturer narrative:
UDI number received. Manufacture date received.